Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/21/2004, the pt had contacted lifescan and reported that her one touch basic enhanced meter was reading inaccurately low. Medical affairs specialist had attempted to call the pt several times to obtain further info, but there was no answer at the phone number provided. A letter will be sent to try and contact her. Based on the initial info provided by the pt on the same day, she had provided resuts of 21 mg/dl and 260 mg/dl on her meter and was reporting that her meter was reading inaccurately low. There are no other blood glucose results provided. She was feeling "sick in the stomach" at the time of concern and had contacted a medical professional for advice. There is no further info provided regarding this. It is unk if she was tested on any medical professional's meter and what treatment she received. During troubleshooting with the customer care rep, it was discovered that she was not cleaning the puncture are correctly. She was also not cleaning the meter according to the owner's manual. However, she was asked to perform a check strip test, which failed. She was then asked to clean the meter and check strip correctly and then perform the check strip test again. The test failed outside the range for the second time. Based on all the info, there is insufficient info to conclude that the meter contributed to any event. However, this case is reported as a meter malfunction since it failed the check strip test twice. A replacement meter was sent to her.